Event description:
The ambulance crew attached the device to a pt using disposable defibrillation electrodes. When the operator attempted to charge the defibrillator, a connect cable warning was displayed and use of the defibrillator was inhibited. After approx 10 minutes a backup ambulance arrived. The pt expired at the hosp. There were no adverse affects to the pt reported as a result of device use.